Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd nexiva¿ diffusics¿ closed IV catheter system leaked from the septum during use. The following information was provided by the initial reporter: "diffusics 24ga x .75" complaint- leaking at the connection of catheter and hub."

Manufacturer narrative:
H.6. Investigation: bd received 1 sample submitted for evaluation. The reported issue was confirmed upon inspection of the sample. However, bd was unable to confirm a root cause since the sample appeared to be assembled properly during observation. A device history record review could not be performed since no lot number was provided.

Event description:
It was reported that the unspecified bd nexiva¿ diffusics¿ closed IV catheter system leaked from the septum during use. The following information was provided by the initial reporter: "diffusics 24ga x .75" complaint- leaking at the connection of catheter and hub."